Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the case/vial; surgical residue was cleared; visual inspection found haptic torn (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.5/078 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and a significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.